Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center. The service inspection confirmed the customer¿s reported problem, the light guide connector post was broken off/detached from the scope. Minor dents were noted on the eyepiece funnel and no moisture was observed in the optical system. The scope has no previous repair history. The investigation is still in progress; therefore, the cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing manager at the user facility the customer ultra autoclavable rigid telescope¿s ¿light source¿s connection snapped off¿. The customer reported problem occurred sometime in january and found at an unspecified event. No death or injury and no impact to patient or other has been reported to olympus.